Event description:
The gastrojejunostomy tube was placed in 1999. Difficulty with feedings occurred; however, it flushed well with water. On july 16, 1999, patient indicated that tube was no longer working. The patient came to hospital for an abdominal film. The j-tube was found to be detached from the hub and was free floating in the jejunum. The catheter was surgically removed. Another catheter was placed and the patient is doing well.